Manufacturer narrative:
Concomitant medical product: cls brevius, stem with kinectiv technology, uncemented, 10, ref# 01.00296.100, lot# 2753440. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Review of event description: it was reported that patient underwent right tha on (B)(6) 2015 and subsequently she underwent revision surgery due to dislocation on (B)(6) 2017. Review of received data: x-rays dated (B)(6) 2017. Images demonstrate a right total hip arthroplasty with no significant radiolucency seen. Extensive heterotopic ossification extending from the greater trochanter to the superior acetabulum with suggestion of bony fusion and bony bridging. No fracture is noticed. Overall fit, size and position of the implant is appropriate. Cannot assess leg length discrepancy from the images. Bone quality is mildly osteopenic. No abnormalities related to the ceramic head is observed. Patient has a history of hepatitis, high blood pressure, reflux, and dvt. Primary op dated (B)(6) 2015: pre-op diag: right femoral neck fracture, displaced. A patient was fall and injured and got displaced right femoral neck fracture. During procedure femoral head fracture and debris was found. The trials were checked for range of motion and stability. All the trials were removed and the final implants were inserted. The final components were rechecked for range of motion and stability and found excellent flexion and extension with good stability and equal leg lengths. No intra-operative complications were reported. Office visit dated (B)(6) 2017: patient had a pain in the right hip since surgery. According to patient, he has been having a shorter limb on the right side since surgery. He also felt popping on the right hip, left sided sciatica and subluxation episodes. He is experiencing clicking, instability, pain. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the products were discarded. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea #: loss of connection due to inappropriate design concerning pull-off strenght (head/stem) / pull out strength (head/constrained liner). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Not possible: correct chosen head matching with the stem and liner. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products . Not possible: combination is allowed. Loss of connection due to inadequate assembling procedure. Possible: head was not received for the investigation, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to use on a damaged stem taper. Possible: new stem was implanted along with the head. However, it cannot be proved whether the stem taper was damaged during op. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Possible: particles between stem and head taper may lead to instability of the head-stem connection. However, this cannot be proved. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon . Possible: inadequateness of information during patients counseling cannot be proved. Compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device . Possible: patient activity is unknown, therefore cannot be excluded. Conclusion summary: patient underwent revision surgery due to dislocation of the ceramic head. The ceramic head was not returned for the investigation. Therefore it is unknown whether the surgeon followed the surgical technique and whether the components were implanted with the correct fit. Review of the device history records for the head and the stem did not identify any deviations or anomalies related to the reported event. The devices were used in an approved and compatible combination. Possible reasons for the dislocation of the head inadequate information during patients counseling by surgeon, inadequate assembling procedure, use of the head on a damaged stem taper, particles left between stem and head taper, high patient acitivity, patient disregarding limits of the device and malposition of the components. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). This is a splitcase with zimmer inc., warsaw reference number (B)(4).

Manufacturer narrative:
X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the right side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2017 due to pain, subluxation and instability.